Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The caller reported that the touchscreen was cracked. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29/ag/2018. Date received by manufacturer: 10/jun/2018. Technical support advised customer to replace the touchscreen. The reported problem was confirmed. The unit was repaired. The ventilator was in working condition for patient use. The cracked screen was not returned for evaluation. The cause of the display crack could not be determined.